Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the minimally calcified left common femoral artery was attempted with two prostyle devices after an iliac stenting interventional procedure using an 8f sheath. Reportedly, the sheath of the first prostyle device got stuck between the suture bearing and the guide wire port during removal. The foot was outside of the anatomy in the closed position. The physician slowly rotated the device and was it was successfully removed. The second prostyle device functioned as intended and the knot was advanced to the vessel wall, but hemostasis was not achieved. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.